Manufacturer narrative:
(B)(4). The ra lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a patient follow up, this right atrial (ra) lead presented with both high pacing threshold and high out of range pacing impedance measurements. An x-ray revealed that the ra lead's terminal pin was not fully inserted into the connector block of this implantable cardioverter defibrillator (ICD). The device was reprogrammed to vdd as the detection on the ra lead was still acceptable and there was no noise present on the atrial channel. No adverse patient effects were reported. The patient will continue to be monitored normally.